Manufacturer narrative:
Concomitant medical products: dvfb1d1 ICD implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) on the current electrograms (egm). The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.